Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One full osseotite® certain® implant 4 x 13mm (ifos413) was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear and debris about the implant threads and collar. The drive feature is noted to contain the fractured screw, which is too badly damaged to be removed. No pre-existing conditions were noted on the per. The reported product was located on tooth # 36 (fdi) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw fractured and could not be removed from implant. The implant was removed.